Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer experienced a blood glucose (bg) level over 600 mg/dl with high ketones. The infusion set was changed. A correction bolus and insulin pens were used to address the bg level. The ketone level was corrected and the bg level was 300 mg/dl at the time tandem technical support was telephoned.